Manufacturer narrative:
Information not provided. Information not provided. Information not provided. The proresults plaque control brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the proresults plaque control brush head has loose bristles that are coming out. No injury reported.